Event description:
It was reported that the 9800 system experienced an intermittent loss of image. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified an intermittent video connection, inside the interconnect cable, at the strain relief on the workstation side. Replaced interconnect cable. The system was tested and found to be working as intended and placed back into service.